Event description:
The user facility reported that a steam leak from their 20" century triggered the smoke detector to activate, the fire department to respond and the facility to be evacuated. Facility maintenance shut off the air and steam to the unit. There were no reports of delayed or cancelled surgical procedures and no reports of property damage.

Manufacturer narrative:
A steris service technician inspected the unit and found a leaking solenoid valve on the door gasket regulator. He found that the s-36 cap had become unscrewed from the solenoid. The technician rebuilt the valve, replaced the cap, ran test cycles and returned the unit to service. The equipment is under steris service contract and last received preventive maintenance in june 2012 with no noted issues.